Event description:
The manufacturer received information alleging patient was in hospital due to his spo2 temporarily dropped to 77% but after switching to oxygen inhalation, it recovered to around 95%. The report said that the device alarmed change to another source of oxygen thus leading to the patient being placed on o2 and recovering from symptoms. Therefore, the device worked as intended by letting the patient know oxygen was low and a different source was needed. There was report of serious or permanent harm or injury. Device was evaluated, during the evaluation of the device was visually inspected, and the sieve canister was also replaced as maintenance in accordance with the repair. Since noise was confirmed by an operation check, the air side manifold was replaced. Confirmed by an operational check that the alarm sound and the operation sound were small. Therefore, the alarm/tilt sensor was replaced. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Evaluation method code grid, evaluation results code grid and conclusion code grid have been corrected/updated in this follow-up report.